Manufacturer narrative:
The reporter stated that control recovery was ok prior to the event. The sample centrifugation time is shorter than recommended by tube manufacturers. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. The photomultiplier tube voltage was high. Performance testing and blank cell calibration were completed. The customer ran calibration and controls and all results were within the customer's specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat ver. 4 assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 0.083 ng/ml and this value was reported outside of the laboratory to the doctor. The sample was repeated, resulting in a value of < 0.010 ng/ml. The repeat value was believed to be correct and a corrected report was issued. The troponin t reagent lot number was 52076701, with an expiration date of 28-feb-2022.